Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence because the device stopped working properly. A surgical procedure was performed during which a fluid leak caused by a hole in the balloon was identified. All components were removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The balloon was visually inspected, and leak tested. Visual examination identified scaling in its shell, with a pinhole tear within it, consistent with fatigue. The balloon did not pass the leakage test. The pump was visually inspected and tested for leaks. No damage or abnormalities were noted, no leaks were identified. The cuff was visually inspected, microscopically examined, and tested for leaks. No damage or abnormalities were noted, no leaks were identified in the cuff. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available and analysis results, the pinhole identified in the balloon could have caused or contributed to the reported clinical observation of a fluid leak caused by a hole in the balloon; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence because the device stopped working properly. A surgical procedure was performed during which a fluid leak caused by a hole in the balloon was identified. All components were removed and replaced. There were no patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence because the device stopped working properly. A surgical procedure was performed during which a fluid leak caused by a hole in the balloon was identified. All components were removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The component was visually inspected, and leak tested. Visual examination identified scaling in its shell, with a pinhole tear within it, consistent with fatigue. The balloon did not pass the leakage test. The pump was visually inspected and tested for leaks. No damage or abnormalities were noted, no leaks were identified. The cuff was visually inspected, microscopically examined, and tested for leaks. No damage or abnormalities were noted, no leaks were identified in the cuff. Based on the information available and analysis results, the pinhole identified in the balloon could have caused or contributed to the reported clinical observation of a fluid leak caused by a hole in the balloon; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.